Event description:
It was reported the patient experienced pump pocket erosion resulting in the entire system being explanted. The cause of the event was unknown and no diagnostics were performed. The issue resolved and the patient¿s status was reported as ¿unknown at this time.¿ the type of medication being delivered via the device system was unknown. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8785, lot# n362696, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).